Manufacturer narrative:
Please note the device is no longer available for return as mentioned in the initial MDR; therefore, the MDR was updated accordingly. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00756. The hospital discarded the device.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2017-00756.

Event description:
During preparation for a thrombectomy procedure, the scrub technologist opened a penumbra system ace 68 hi-flow kit (kit) packaging. While the penumbra system ace 68 reperfusion catheter (ace 68) was still in the packaging shell, the scrub technologist inserted a penumbra system 3max reperfusion catheter (3max) into the ace 68. While attempting to advance the 3max through the ace 68, the scrub technologist experienced resistance and the 3max would not move further. Therefore, the ace 68 and 3max were removed from the packaging shell. Upon removal, the scrub technologist noticed a kink in the mid-section of the ace 68. An attempt was then made to remove the 3max; however, the scrub technologist was unable to withdraw the 3max. Both ace 68 and 3max were set aside and the procedure continued using a new penumbra system ace 68 hi-flow kit (kit) and 3max.